Manufacturer narrative:
Product analysis results are: the exact cause of proximal type I endoleak could not be conclusively determined from the single pre- implant 3d recon image provided. Additional pre-implant films and films during the index procedure were not provided. The dorsal wall of the proximal aortic neck was not visualized in the pre-implant 3d recon image provided. The image provided showed that the ventral wall of the aortic neck at the level of the renal arteries were moderately calcified. It is possible that patient's vessel morphology of a calcified wall in the proximal aortic neck may have contributed to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45 mm in diameter abdominal aortic aneurysm. There was calcification and vessel tortuosity in the proximal neck. It was reported that, during the index procedure, an angiogram revealed that the endurant ii bifurcate stent graft had a proximal type I endoleak. The physician elected to balloon the area. However, an arteriography, conducted to perform a percutaneous transluminal angioplasty, revealed that a proximal type I endoleak persisted along the calcified area of the proximal neck. The physician elected to balloon the area for a one minute duration and the procedure was completed. The proximal type I endoleak remained but the physician believed it would self-resolve. Per the physician, the cause of the proximal type I endoleak was due to the patient's vessel morphology of a calcified dorsal wall in the proximal aortic neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.